Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 33 mg/dl; cause was not known. Due to the low bg the customer became unconscious. Glucagon was administer by the customer's family and a health care provider administered "d50" and fluids of saline intravenously to address the bg. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer was discharged from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. A replacement pump was sent to the customer to resolve the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.